Manufacturer narrative:
(B)(4). Batch #: t93798. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? According to the customer, no further information available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked and slightly separate from the mid housing. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive the transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting the internal wires. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was defective. Procedure involved but no more information about it. No more information available.